Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced low voltage alarms while they were tethered to the mobile power unit (mpu). The mpu was plugged directly into the wall. Log file analysis captured a no external power event on (B)(6) 2021 caused by power to the mpu being briefly interrupted. The mpu had a v-lock on the ac power cord. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained approximately 9 days of data ((B)(6) 2021 per the timestamp). Low voltage hazard and power cable disconnect alarms were active on (B)(6) 2021 between 7:58:28 and 7:58:31 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the additional information provided. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 18nov2021. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the site revealed the mpu's ac power cord has come loose at the wall outlet.